Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the drip chamber. Visual inspection under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed and the tubing measured within specification. Functional testing was not performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation. The root cause of the tubing separating and leaking was identified as a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a spontaneous separation of the drip chamber from the tubing on a primary IV tubing set. There is no report of patient or provider harm; no additional event information is available.